Manufacturer narrative:
Although no device malfunction or possible patient injury was reported, the pt's surgical procedure had to be rescheduled since the deice did not arrive on time. A new electronic order processing/order shipping system was implemented on (B)(6) 2004. Due to this implementation, some orders were shipped incorrectly. See scanned page.

Event description:
The order was placed on friday, (B)(6) 2004 to ship on saturday, (B)(6) 2004 for a scheduled surgical procedure on monday, (B)(6). The pt was in the operating room and had to be discharged since the device did no arrive on time. The surgical procedure had to be rescheduled. The device finally arrived at the integra sales reps home address on tuesday, (B)(6) 2004. The sales rep will hand deliver to the hospital.